Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was on impella cp support and during support, the impella cp required repositioning. When the physician moved to do this, they noted that the catheter required a significant amount of force to move, .to a point that it was considered dangerous given the patient¿s anatomy and repeated suction alarms and hemolysis. .the anti-contamination sleeve broke due to stiffness with the repositioning sheath and inability to move the impella cp without significant force.. The pump was removed and the patient outcome is unknown.

Manufacturer narrative:
The investigation of positioning issues, product damage (sleeve damage), low pump flow, and hemolysis has been completed. Positioning issues: data logs were not available for review. Returned product was investigated and there were no abnormalities related to the issue. The touhy-borst valves were able to tighten/loosen without issue. Since clinical details reported that pump flows were being limited due to a patient condition that would allow the pump to move position easily and there were no abnormalities with returned product, the root cause of the positioning issue was most likely patient condition. Low pump flow: data logs were not available for investigation. Returned product was investigated, and there were no visual abnormalities. The pump was connected to a console in the lab and left to run in a bucket of water for several hours. Pump flows were within specification. Since clinical details reported that pump flows were being limited due to a patient condition that would allow the pump to move position easily, the pump was being repositioned at the time that suction alarms were reported, and low flows did not reproduce on returned product, the root cause of the low pump flow was most likely improper position. Product damage (sterile sleeve): returned product was investigated and there was no damage noted to the sterile sleeve. The touhy-borst valves were both loosened and the catheter was able to slide through without resistance. The valves were then tightened, and the catheter was secured in place. Since the physician and an abiomed representative both reported that the catheter would not move through the touhy-borst valves without significant force and the issue did not reproduce, the root cause of the product damage could not be determined. Hemolysis: data logs were not available for investigation. Returned product was investigated, and there were no visual abnormalities. The pump was hemolysis tested, and the resulting average mih was 9.15, which is a passing result. Since clinical details reported that pump flows were being limited due to a patient condition that would allow the pump to move position easily, the pump was being repositioned at the time that hemolysis symptoms were reported, and returned product passed hemolysis testing, the root cause of the hemolysis was most likely improper position. D9 device returned to manufacturer date added h6 component code 4723 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28310.